Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt palpitations. Upon interrogating, it was found that the atrial lead position check (alpc) had failed and all atrial anti-tachycardia pacing(atp) therapies were turned off. The lead remains in use. No patient complications have been reported as a result of this event.